Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a report by a physician from (B)(6) of exhaustion and sterile peritonitis in a (B)(6) female patient coincident with extraneal viaflex, physioneal, unspecified product and nutrineal pd4 unknown bag therapies (lot numbers unknown). On (B)(6) 2010, the patient began treatment with extraneal viaflex, 2000ml (frequency and lot number unknown), physioneal, unspecified product, 2000ml (frequency and lot number unknown) and nutrineal pd4 unknown bag, 2000ml (frequency and lot number unknown), intraperitoneally (ip) for diabetic nephropathy. On (B)(6) 2010, the patient developed sterile peritonitis. The reporting physician evaluated the event of sterile peritonitis as cloudy effluent, a light abdominal discomfort and exhaustion. The patient was hospitalized on (B)(6) 2010. On (B)(6) 2010, the patient started remedial treatment with fortum, 5mg, ip, 2x/day and vancomycin, 1gm, ip, (frequency not reported). Treatment with fortum ended on (B)(6) 2010 and treatment with vancomycin remained ongoing. At the time of this report, the patient remained hospitalized and had recovered from the events of sterile peritonitis, cloudy effluent and light abdominal discomfort on (B)(6) 2010. The outcome of the event of exhaustion was not reported. On an unreported date in (B)(6) 2010, extraneal and nutrineal were discontinued, however physioneal remained ongoing. The reporter believed the events were possibly related to extraneal and nutrineal, but unrelated to physioneal.